Manufacturer narrative:
One small plastic vial was returned in a ziplock bag. The pack components were not returned. The vial contained a small amount of unknown liquid. Microscopic examination of the liquid did not find any particle. The fluid was poured onto a 0.45micron filter and then vacuumed off through the filter in an attempt to trap any possible particle. The filter was then examined and it was found to be cleaned. No particles were found on the filter, in the vial or in the fluid.

Manufacturer narrative:
The device involved in the reported event was not returned for evaluation. The lot number of the device was not provided therefore we were unable to review the lot/device manufacturing records.

Event description:
A report from a user facility in the (B)(6) stated that during a vitrectomy procedure, the surgeon noticed a particle in the posterior chamber of the eye. The particle was successfully removed and placed in sample container. There was no report of injury or consequences to the patient.